Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 130 mg/dl. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged data alert issue was verified, the unexpected shutdown issues was verified, however, no failure was identified.